Event description:
Complainant states that a rod had become disengaged from a pedicie screw approx. 6- weeks post-op. A revision procedure was performed to address this situation. As surgical intervention occurred an MDR is being filed to document this event.